Event description:
The customer reported touch screen failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
MFR received date: 15 oct 2019. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. The ul_lr and ur_ll resistance were out of specification and resistance ratio ul_lr/ ur_ll were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 10jun19. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date received by manufacturer: 03jul2019. Report date: 01aug2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.